Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09802. As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results the original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Since eight plus years have passed since the subject device was manufactured, the OEM has determined that age deterioration of the convertor inside the power supply unit and the parts inside the ignitor board from repeated use of the device for a long time caused malfunction, leading to failure to light up the examination lamp. As the result, the emergency lamp turned on. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The reference asset light source was returned to the service center. The evaluation found the output socket was loose and the power supply and the igniter board both worked intermittently causing the spare lamp to turn on. Additionally, there were minor dents and scratches on the housing unit. The light source was repaired back to specifications and returned to asset inventory. A review of the repair history shows the light source was last serviced on (B)(6) 2020 (no problems found). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During a standard service inspection of a customer returned asset, the evis exera iii xenon light source found the power supply switch and the igniter board were defective. No patient injury or harm was reported.